Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) which was detected via patient remote monitoring system. Boston scientific technical services (ts) recommended to evaluate the integrity of the shocking system. Additional information indicated that the cause of the high sli was not determined and the system will continue to be monitored via patient remote monitoring system. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued another alert for high out of range shock impedance measurements. It was noted that the impedance measurement had been trending high over the last several months and then increased to 152 ohms currently. Boston scientific technical services (ts) was consulted and suggested further testing. The device and rv lead still remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that upon further review of the measurements, it was noted that the right ventricular (rv) and another manufacturer's left ventricular (lv) leads pacing impedance measurements had also increased. Boston scientific technical services (ts) once again recommended further testing. The field representative was unable to obtain additional information from the clinic. The device and leads remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that four months earlier the shock impedance continued to be out of range at 131 ohms. Induction testing was performed which the clinic believed yielded the same high impedance measurement. Boston scientific technical services (ts) was consulted and discussed possible reasons for the continued out of range impedance measurements. Review of the data from the remote home monitoring system revealed that the induction testing shock impedance was 78 ohms for the 23 joule delivered shock.